Event description:
The pod was activated on (B)(6) 2012 at 9:26 pm at which time her blood glucose measured 169 mg/dl. Her blood glucose remained controlled the next day. On (B)(6) at 7:39 am her bg was 233 mg/dl; she took a 4.1 unit bolus dose of insulin. At 10:16 am she was eating about 15 grams of carbohydrate and her bg was 268 mg/dl, so another 5.35 units of insulin were given by bolus. At 11:11 am her bg remained elevated at 315 mg/dl, so she removed the device. When she did, she observed a bend in the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked condition of the cannula or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."